Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Initial reporter: attorney.

Event description:
Litigation alleges that the patient suffers from pain and loss of function of her hip. During the right revision, metallosis, bone death, death of surrounding tissue of the right hip with proliferative effusion of synovial fluid, and osteolytic debris were discovered. Update ad 06 jul 2018: receipt of ppf. In addition to what were previously alleged, ppf alleges loosening of cup, loosening of stem, metal wear metallosis and elevated metal ions.

Event description:
Added age of patient and updated metallosis code. Corrected the product information of the stem. Doi: (B)(6) 2006 - dor: (B)(6) 2012 (right hip). Cn(wipro).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history review : a device history record (DHR) review was conducted previously on (B)(4). One piece was scrapped at operation 50-turn taper. No other deviations or anomalies were observed. No deviations or anomalies were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a4xbh1000. Device history review : a device history record (DHR) review was conducted previously on (B)(4). One piece was scrapped at operation 50-turn taper. No other deviations or anomalies were observed. No deviations or anomalies were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.